Event description:
It was reported following deployment of this filter via a femoral approach, the filter migrated to the superior vena cava. The filter was lowered into the infrarenal position and another filter was successfully placed at the intended implant site. No pt sequelae resulted from this event. The co was informed the pt has since expired from complications unrelated to the filter placement. The co's follow-up could not confirm if a pre-placement vena cavogram was performed prior to filter placement. It was indicated following deployment under flouroscopic examination, the filter appeared upside down. However, the co's attempts to obtain further details regarding this have been unsuccessful. Therefore the co is unable to determine the exact cause for this event. A review of the device history record for this lot was performed and no manufacturing discrepancies were noted. Films taken of the filter during the manufacturing process confirmed the filter was loaded appropriately. The co's directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed should be implanted for protection against recurrent pe...an abdominal radiograph should be obtained to document filter position...follow-up x-rays should be performed to verify treatment validity and proper titanium greenfield vena cava filter placement."